Manufacturer narrative:
The insulin pump was received with no button or keypad response due to flattened act keypad dome also; the motor had corroded motor home switch. The keypad connector found close properly during our visual inspection. Unable to verify motor error alarm due to keypad anomaly. Unable to perform the displacement test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl.